Event description:
While separating medication injection through c-line, distal lumen hub and line separated.

Manufacturer narrative:
(B)(4). The customer returned one, four-lumen cvc for analysis. Signs-of-use in the form of biological material was observed inside the extension lines. Visual analysis revealed that the distal extension line had separated directly adjacent to the luer hub. Microscopic examination revealed that a portion of the extension line was still inside the luer hub. No other defects or anomalies were observed. The distal extension line outer diameter measured 2.19mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.47mm, which is within the specification limits of 1.42mm-1.50mm per the distal extension line extrusion graphic. The catheter body from the juncture hub to the tip measured 220mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The other three functional extension lines were flushed with a lab inventory ars syringe filled with water. No other leaks or blockages were observed. A manual tug test confirmed that the other three extension lines were secure within their respective luer hubs. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated directly adjacent to the luer hub. Despite this, a portion of the extension line was still inside the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
While separating medication injection through c-line, distal lumen hub and line separated.